Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with l3-4 stenosis, instability. Status post previous l4-5 fusion. Status post previous laminectomies l4-5-s1. And underwent the following procedures: l3-4 laminectomies. Reopening left l4-5, l5-s1 laminectomies. Removal left l4-5 screw/rod instrumentation. L3-4, 360-degree fusion using interbody anteriorly, plate interspinous and percutaneous pedicle screw/rod fixation posteriorly. Bone grafting using autologous bone plus rhbmp-2/acs plus putty. As per the operative report: "retracting the dural sac medially on the left side at l3-4, the annulus was incised, the disk space was entered and a radical removal of the intradiscal contents was done. Cartilaginous material was removed. The space was progressively dilated. A trial 8 x 22- mm cage was found to be appropriate using fluoroscopy. All laminar bone was morcellized and used for bone graft. An extra small rhbmp-2/acp kit was also prepared on collagen sponge. Putty was also used and mixed with blood. After the disk space at l3-4 was appropriately prepared, it was filled with rhbmp-2/acp bone graft on collagen sponge, allograft and putty. This was followed by an 8 x 22 mm cage filled with rhbmp-2/acp bone graft on collagen sponge." Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.